Manufacturer narrative:
On (B)(6) 2017 additional information about the event date. Removal of the fracture screw was (B)(6) 2017.

Manufacturer narrative:
A universal try-in screw (units) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. The fractured unthreaded bottom piece was not returned. There was noticeable wear around the threads and the collar. The hex circumference had evidence of gouging and the hex appeared to be stripped. During of the investigation the lot was identified as 1098806-cn. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Correction: changed lot number from 1098806-cm to 1098806-cn.

Manufacturer narrative:
A fractured screw was received. The other part was lost by clinician.

Event description:
It was reported a fracture of the screw fastening the attachment with an implant. The screw was removed by the use of ultrasounds. The fractured element of the abutment screw was lost. The implant preserved properly.